Event description:
Clinic notes dated (B)(6) 2012, were received for the patient's upcoming generator replacement surgery which indicated that the "output was low" and the device needs to be replaced. The patient has not had any seizures in two months and has reportedly not had any problems/adverse events. The company representative followed up with the physician who reported that the device is at end of service. However, the specific diagnostic tests results have not been provided to date, and there is no diagnostic test that would indicate that the output current is low. Rather, it would say "limit." Further follow up from the company representative clarified that the physician reported the device was at end of service, the battery was "low" and the output was "limited." However, without programming history from the physician's flashcard, it cannot be confirmed that the diagnostic results were indicative of a low battery. Attempts for additional information have been unsuccessful to date. Although surgery is likely, it has not occurred to date.

Event description:
The patient had a surgical consult on (B)(6) 2013. The patient's daughter reported that the patient wants the vns device removed because he is "tired of it". She said the vns helped his seizure frequency but it has now been off for about 4 years. (Per the vns programming history database available by the manufacturer, the last available history was on (B)(6) 2012 at which time the device was on at 2.75ma. The daughter continued to report that the patient is "not really having seizures anymore". The surgeon told the patent that he would not remove the generator because the patient could not have a MRI of the trunk with a portion of the leads still implanted. Therefore, the patient will not move forward with device replacement at this time. Attempts for additional information from the treating neurologist's office regarding the seizures and lack of efficacy have been unsuccessful to date.

Manufacturer narrative:
.